Event description:
Independent repair center: alleged short circuit of pc board: unit willnot start, noisy compressor, loose nylon ties, flowmeter leaking, loose cheek valves, loose gear clamps, leaking capacitor